Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed voltages were steady with no sudden drop prior to the alleged temperature event on (B)(6) 2018 at 02:13:03. The battery that was in the pump at the time of the alleged event was not returned with the pump for investigation. The pump was powered on and the electrical current draws evaluated and found to be within specifications. There was no damage to the power flex and components were inspected without defects found. There was no damage to the power circuit. The pump was exercised for 24 hours without any overheating or loss of power. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.